Manufacturer narrative:
(B)(4). Although requested, the devices have not been received. A f/u report will be submitted with failure investigation results should the devices be returned for eval.

Event description:
Clinical engineer reported an over infusion of diltiazem which was hung as a primary and was infusing at too fast a rate. He set up the pump with the same size bag and a different tubing set and it infused for several hours with no rate accuracy problems. The event administration set was discarded. No pt harm or medical intervention was reported. The customer did not provide any additional pt or event details.